Manufacturer narrative:
A siemens representative helped the customer troubleshoot the instrument. The air filter was very dirty. The program card slot was very dusty. The customer was instructed on how to clean these areas. The customer tried to manually run the optical test which triggered an error 5 and program card error. The customer was instructed to power down the instrument, reinsert the program card and power the instrument up. An e90, checksum failure error occurred. The customer tried to power off and on several more times and the e90 error code would not clear. The customer was informed that the instrument was no longer operational and would need to be replaced.

Event description:
Customer reported a patient sample hba1c result of 11.5 and the physician gave the patient medications to lower her glucose. The patient indicated that her glucose was dropping and when the hba1c was repeated a result of 6.5 was reported. As a result, the medication was discontinued. There was no report of injury for this event.